Manufacturer narrative:
Product could not be evaluated because it was not returned. The defective samples are not being returned for review; therefore, a definitive cause of the failure cannot be determined. A review of manufacturing records was performed and no inconsistencies were identified. A root cause could not be determined without examining the device that was used during the event. Review of the device history record was performed which confirmed no inconsistencies. No further investigation can be performed at this time. (B)(4).

Event description:
During a sub acromial decompression procedure, it was reported that three blades shedded during two separate cases. Blades were discarded. Shavings were removed from the patients with an additional blade. There was no reported time delay for this event.